Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have low or no draw. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found tube has low or no draw issue.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have low or no draw. This was discovered during use. The following information was provided by the initial reporter: during use this batch, the customer found tube has low or no draw issue.